Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with a peak glucose reding of 300 mg/dl and an average around 220 despite daily supply changes, site rotation, and use of a 23-inch, 6 mm infusion set; device logs reviewed by support indicated normal system function. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no emergency treatment or hospitalization. Investigation included review of device logs and consultation with the field team for follow-up training support. Investigation of this case revealed no device malfunction based on available data. It was concluded that the cause of the hyperglycemia was unclear and not attributable to an identified device failure at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.